Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5062130 that a guide wire and sheath piece detachment occurred. The target location was the right retroperitoneum. A .038 accustick¿ ii introducer was selected for use to treat renal abscess. Subsequently, the patient underwent exportation of the right retroperitoneum for suspected retained foreign object.